Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on january 07, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015 due to pain around the implant site. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on november 30, 2021.